Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported that she turned stimulation off on (B)(6) 2016 because she felt a shock at the ins site. She also reported feeling stimulation down the right side of her leg for the past 3 months. When she turned the stimulation back on (B)(6) 2016, she saw the "battery is low" icon. The patient was advised to see her physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.